Event description:
It was reported that, the shock impedance from the subcutaneous implantable cardioverter defibrillator (s-ICD) system was high out of range and has been gradually increasing over time. X rays were performed, and it showed possible adipose tissue below this electrode which could be incrementing the system impedance, additionally, there may be some slight rotation in this electrode. The technical services (ts) recommended the evaluation of a possible increment in the body mass index and discussed troubleshooting options. This electrode remains in service. No adverse patient effects were reported.

Event description:
It was reported that, the shock impedance from the subcutaneous implantable cardioverter defibrillator (s-ICD) system was high out of range and has been gradually increasing over time. X rays were performed, and it showed possible adipose tissue below this electrode which could be incrementing the system impedance, additionally, there may be some slight rotation in this electrode. The technical services (ts) recommended the evaluation of a possible increment in the body mass index and discussed troubleshooting options. This electrode remains in service. No adverse patient effects were reported.